Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. The fse that encountered the malfunction replaced the pneumatic module assembly. The unit successfully passed the pim leak test and the pim portion of the all manifolds test. The fse performed a full pm, calibration, safety, and functional checks per the service manual. The iabp was cleared for clinical use. The removed patient interface module assembly was returned to the failure analysis and testing department(fat) for investigation. The fat department received a patient interface module assembly with a report that the patient interface module assembly failed all manifold test. Performed visual inspection of a patient interface module assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the patient interface module assembly into fat department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the patient interface module assembly in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that all functions were normal. The all-manifold test/leak test did not trigger the reported problem of the unit fail the manifold test. The fat department was unable to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the fat department per procedure.